Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The customer troubleshoot with technical support, the customer replaced the circuit printed unit (cpu) and both speakers. The cpu pcba was returned to the manufacturer for investigation: it was tested and no failures were identified. The error code could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had primary alarm failure. There was no patient involvement.